Event description:
It was reported that bipolar removed because of infection. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). FDA MDR report #: mw5180064.